Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence on multiple occasions. Reportedly, the customer successfully completed the load sequence. There was no reported adverse impact to the customer's blood glucose level.